Event description:
Information received indicates the head up function of the bed does not work.

Manufacturer narrative:
The facilities engineer indicated the head up function of the bed does not work. The engineer found the head up valve was defective. The valve was replaced to repair the bed.